Event description:
It was reported that the ilet¿s display screen was cracked to the extent that the touchscreen became unresponsive, resulting in an inability to operate the device; the user confirmed the event occurred the same day and provided a photo, and a replacement device was arranged while the original will be returned. Symptoms included no injury. Outcomes included temporary interruption of ilet therapy with the user reverting to an alternative insulin therapy. Investigation included review of event details, verification of device serial number and shipping information, and request for device return for evaluation. Investigation of this case revealed physical damage to the device¿s display assembly consistent with user-induced impact, leading to loss of touchscreen function and inability to use the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical trauma, not a manufacturing or design defect.